Event description:
The explanted device was received for investigation. According to the explantation report there was necrosis of the skin which led to extrusion of the coil. The magnet was reportedly visible. It was stated that the magnet was too strong. The user was not re-implanted at this time.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information the device was explanted due to extrusion through the skin, most likely caused by necrosis of the skin. Reportedly the magnet strength was too strong which could have contributed to the observed necrosis. The device was still functioning prior to being removed. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation.